Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak, and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer was advised to removed the device from service and scrap it. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.